Manufacturer narrative:
Report was initially submitted on jun 24, 2016 but the report did not pass the first acknowledgement in the FDA portal. Advised by FDA on jun 30, 2016 to resubmit medwatch. Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a rib plating surgery on (B)(6) 2016, the 2.2mm threaded drill guide does not engage with plate. The drill guide threads had broken off and/or missing. Fragments from this instrument were reportedly not retained in the patient. The surgery was successfully completed without delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: device history records review was conducted. The report indicates that the: DHR review for part #03.501.033, lot #6156203 (supplier lot #4793801) release to warehouse date: 13-june-2009. Expiration date: n/a, supplier: (B)(4), magnum manufacturing center (presently relius) manufactured the 2.2mm threaded drill guide for the matrixrib locking plates, p/n 03.501.033, rev. ¿c¿, lot # 6156203 (supplier lot # 4793801), per po # 1017071, dated june 01, 2009. The certificate of compliance (dated june 03, 2009) for lot number 6156203, supplier lot # 4793801, indicates the parts were manufactured and conformed to specifications per drawing number 03.501.033, revision ¿c¿. The lot was inspected and conformed to the synthes incoming final inspection sheet number (B)(4), revision ¿b¿. There were no complaint-related anomalies, mrrs, ncrs, or ncs associated with this lot. There were no mrrs, ncrs, or ncs associated with this lot. (B)(4) parts were released to the warehouse on june 13, 2009. The threaded drill guide was manufactured to p/n 03.501.033, revision ¿c¿, (01)10887587010649(10) released on november 17. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned threaded drill guide (part: 03.501.033) has a distal thread portion sheared off. Since the device is broken, the failure mode of ¿tip broken: procedural step unknown¿ will be selected as a failure code for this investigation instead of ¿misalignment.¿ a visual inspection under 5x magnification, a functional test, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The manufacturer is unable to determine a definitive root cause. The most likely cause is due to cumulative wear over the lifetime of the device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: plate (part/lot: unknown / quantity: 1) and screw (part/lot: unknown / quantity: 1).